Event description:
It was reported the pt experienced pain, redness, swelling and warmth at the ipg site. The cause of the symptoms is currently unknown. The physician prescribed oral antibiotics as treatment. Follow-up identified the swelling at the ipg site has resolved.

Manufacturer narrative:
This ipg serial number was included in field advisories. Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.